Event description:
Complaint about the device being used on children to diagnose food allergies. Device supposedly compares electromagnetic field of the body to the electromagnetic field of whatever you are comparing it to. Dr says she uses as a scanning device. She also says the co is out of business.